Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient sustained a spinal cord injury at some point following full system removal and implant of their new MRI compatible system. The manufacturer representative stated that they weren¿t at the case, but heard everything went fine. It was noted that the patient¿s previous system was removed due to normal battery depletion and that they wanted the whole system replaced for MRI compatibility purposes. The manufacturer representative stated that they were called on (B)(6) 2017 to see if the patient could have an MRI, but they weren¿t sure if the MRI was actually performed and what the MRI was for. It was unknown when the issue occurred. No further complications were reported or anticipated. Indication for use is non-malignant pain. On (B)(6) 2017 (rep): additional information: no new information. On (B)(6) 2018, (B)(4) information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was going to have surgery on their scs. The patient stated that the surgeon made a surgical error last year with it and they had to remove the leads. The patient stated that they are due for surgery to have the leads put back in. The patient stated that "it's been a years' time" and there were "lots of complications and problems and that," but they are getting it hooked back up. The patient stated that the problem is that when they try to charge the stimulator, it won't charge. The patient stated that they read about an overdischarged battery. The patient confirmed that it had been over a month since they successfully charged their stimulator. The patient stated that they were closely paralyzed. The patient stated that they had a "long complicated course of being hospitalized and acute rehab and all this stuff." The patient stated that if someone told them to charge it, they forgot because they have not charged it since the operating room. No further complications were reported or anticipated.